Event description:
It was reported that this implantable pacemaker was implanted a month ago and showed recently a one year remaining of battery longevity. Boston scientific technical service (ts) reviewed and discussed the device is using 391 percent of the power. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption has been high since implant. Moreover, there were no faults and lead impedances were in range. This appears to be a an anomaly with the device hardware and root cause is unknown. Ts recommended device replacement and to return device for replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker was implanted a month ago and showed recently a one year remaining of battery longevity. Boston scientific technical service (ts) reviewed and discussed the device is using 391 percent of the power. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption has been high since implant. Moreover, there were no faults and lead impedances were in range. This appears to be a an anomaly with the device hardware and root cause is unknown. Ts recommended device replacement and to return device for replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.